Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was within range.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.